Event description:
It was reported that, during a hydro surgery treatment, the versajet ii console power was low for serum suction, cutting and debriding, the serum does not return to the terminal in its entirety and it is splashing too much. Procedure was completed with the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that it was determined that this event did not lead to death or serious deterioration in the state of health of a patient, user or other person. When the malfunction was noticed the device was still functional and the procedure finished with the same device, the patient finished the surgery and no serious injury was reported. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.